Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia. The customer¿s blood glucose level was 47 mg/dl. The blood glucose at the time of the incident was 71 mg/dl. The customer¿s other blood glucose was 117 mg/dl,92 mg/dl, 78 mg/dl, 49 mg/dl, 45 mg/dl. The customer treated with peanut butter and jelly sandwich. The customer was not admitted as a result of the low blood glucose. The customer had using the insulin pump within 48 hours of the reported low blood glucose. Based on customer report customer did not allege pump was over delivering. Device will be returned for the analysis.